Event description:
Procedure type: nephrectomy. According to the reporter: the device could not cut at all from the beginning. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).